Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation in 2007, that while placing a polyflex esophageal stent, the stent perforated the esophagus. After the placement of the stent, the physician determined that the location of the stent "appeared low"; therefore, "rat tooth forceps (were) used to pull (the) stent more proximal". A "lot of traction" was required " before any movement occurred. The proximal margin of the stent did not narrow down with traction and instead got caught into the mucosa. The proximal flange appeared slightly deformed and the balloon catheter was used to distend the proximal portion of the stent, so that it was flush with the wall of the esophagus." Within a few hours of the stent placement, the "patient complained of increasing chest pain". A CT scan "showed a pneumomediastinum with an esophageal perforation" and also revealed that there was "a significant kink/buckle of the right lateral wall of the proximal stent . . . And some buckling posteriorly". The patient was hospitalized and treated for the perforation through medication and other non-surgical means: "IV antibiotics, IV fluids, tpn [total parenteral nutrition], strict npo [nothing by mouth], IV narcotic analgesics, cardiothoracic surgery consultation, daily blood work, follow up chest CT scan, follow up esophagram". Four days later, an "esophagram shows stent in good position and patent" and the patient's status was reported as "stable".